Manufacturer narrative:
The customer's product was returned. The meter was disassembled meter and corrosion was observed on the printed circuit board. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
The customer's meter has been requested back for investigation and a supplemental report will be sent once new information is obtained. Although the customer reported a product issue had contributed to the medical event, the dates provided by the customer indicate the medical event occurred prior to the reported product issue.

Event description:
An adc customer reported that the received an error 5 message on their meter and as a result the customer was not able to test and on (B)(6) 2010 they experienced symptoms of blurry vision while at church. The customer then stated they were seen at a health care facility, diagnosed with hyperglycemia and treated with intravenous fluids and received an insulin injection. There was no report of death or permanent impairment associated with this report.